Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient's suture at the midline incision site was partially open. The patient underwent a revision procedure wherein the midline incision site was re-sutured and locally treated with antibiotics. The patient was prescribed antibiotics for ten days. There was no infection. The patient was prescribed antibiotics as a prophylactic precaution. The patient's midline incision has healed.